Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 10-dec-2020.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the legal manufacturer's investigation, the phenomenon likely occurred due to a failure within the boards, which are related to the control of the 180 scope of the patient board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. However, it was confirmed there was a design change implemented on april 16, 2018. Based on the serial number of the subject device, it was produced prior to the redesign, which is one of the reasons that the open amp on the board failed.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿not detecting the scope¿ was confirmed. A faulty patient board set was found and caused no image on 180 scopes. The unit was equipped with new version main switch and current software. This investigation is ongoing and if additional information is received this report will be supplemented accordingly. This MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
The service center was informed during preparation for use, there was abnormal network communication and the unit was not detecting the scope. There was no patient involvement reported.